Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. The customer's blood glucose level was 146 mg/dl. The customer stated that she was changing infusion set and received a motor error alarm. The troubleshooting was performed. The customer does not use the sensor feature on the insulin pump. The customer states they are unable to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced. The customer was asked to remove the insulin pump battery to prevent continued alarms. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised that we send replacement sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.